Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus/basal delivery. Device passed the displacement test, rewind, basic occlusion test and prime tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.